Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator was plugged in to known good ac adapter for a period of 12 hours and a battery duration test was performed, the ventilator passed all tests.

Manufacturer narrative:
Results of investigation: at this time, vyaire medical has not received the ventilator. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator only lasts 9 minutes on the internal battery. The ventilator was in use, however, there was no patient harm associated with this reported event.